Manufacturer narrative:
B3: day unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that there was medicine liquid leakage from the base of the yellow connector on the extension tube connection side. The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
Sixty-six new and one used sample was received for evaluation for the complaint that there was medicine liquid leakage from the base of the yellow connector on the extension tube connection side. As received no damage or anomalies were observed. The lot history was reviewed, and no relevant nonconformities were identified that may have contributed to the reported complaint. The tube luer bond junction of a sample size of 35 were leak tested per manufacturing specifications. A leak was observed at the luer tube junction on 8 new samples and 1 used sample. The complaint of leakage can be confirmed due to the failure mode observed of leakage at luer tube bond. However, root cause analysis is being addressed under a formal CAPA investigation.